Event description:
Additional information was received that clarified that the pushwire broke. The cause of the pushwire break was not determined. Catheter resistance occurred in the distal section. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter used was not a medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an ischemic stroke in the left middle cerebral artery using the solitaire fr 6x30, several complications occurred. The patient had a heavy load of thrombus in the middle cerebral artery, which was hard and could not be removed after two attempts with the device. During the procedure, the sfr welding point broke, and the stents accidentally detached and were retained in the patient's body. Resistance was encountered, and the distal section of the pushwire broke or separated. The stent remained in the patient. The double-stent technique was employed, with the sfr-6-30 placed in the middle cerebral artery and a zhongtian thrombectomy stent in the anterior cerebral artery. The proximal detachment point of the sfr was protected in the intermediate catheter. After ensuring that the push rods of the double stents were not crossed or entangled, they were pulled back simultaneously, during which the sfr welding point broke. The broken segments of the pushwire were removed directly. The pushwire was not torqued during the procedure. The devices were prepared according to the instructions for use (IFU). Vessel tortusoity was mode rate. Ancillary devices: sheath, zhongtian intermediate catheter.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr device was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damage was found with the solitaire fr pusher. The stent was found still attached to the pusher and in good condition. No breaks or separations were found with the solitaire fr device. Conclusion: based on the device analysis and reported information, the customer¿s ¿premature detachment¿, ¿pushwire break/separation¿, and ¿resistance¿ reports could not be confirmed. No damage was found with the returned solitaire fr device. Further clarification on the exact sequence of events was required to determine if the correct device was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.